Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, a 'ngage nitinol stone extractor' was being used for a ureteroscopy procedure. The device was tested before use, after being removed from the plastic tray, and worked as intended. During the procedure, when the extractor was placed into the working channel of the ureteroscope, it would not open as intended. The device was removed, and the procedure was completed using different stone extractors. A laser was used during the procedure but not simultaneously with the device. It was reported that the patient did not have any abnormal anatomy that would have prevented the basket from functioning. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as visual inspection and functional test of the device were conducted. One device was returned to cook for evaluation in an open package with label. Upon inspection there wasn't any noticeable damage to the device. The device was returned with the basket formation in the closed position and it could not be opened. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified one other event reported with a related failure mode. Cook also reviewed product labeling. The product IFU does not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The cause for the issue has not yet been determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: customer last name (B)(6). E1: customer street: (B)(6). E3: customer occupation unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a "ngage nitinol stone extractor" was being used for a ureteroscopy procedure. The device was tested before use. After being removed from the plastic tray, and worked as intended. During the procedure, when the extractor was placed into the working channel of the ureteroscope, it would not open as intended. The device was removed and the procedure was completed using different stone extractors. A laser was used during the procedure, but not simultaneously with the device. It was reported, that the patient did not have any abnormal anatomy that would have prevented the basket from functioning. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.